Event description:
It was reported that the 9800 sys would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
The customer reported the failure could not be duplicated. The customer canceled the service call. The sys was found to be working as intended, and put back into service.